Manufacturer narrative:
The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imager was provided for review. Imagery was provided by the site and the following was observed: artifact that resembles esheath c-marker within patients access vessel. Visible stretching of the esheath tip. There was no imagery provided for thv deployment. The reported inflation difficulty was unable to be confirmed as neither the complaint device nor applicable imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, the distal end of the valve nearest the nose cone was slow to expand. After more balloon pressure was applied the valve opened correctly and was secured to the annulus at a 80/20 depth. Additional information provided states that the perceived cause of distal end of valve slowly expanding was that the tip of the sheath got stuck on the valve and tracked up with it during deployment. When the force was great enough the c marker finally opened and allowed the valve to fully expand. It is possible that the force exerted while inserting the delivery system through the esheath caused the tip of the esheath to tear and get caught on the inflation balloon, subsequently leading to the observed inflation difficulties. Although imagery review shows distal tip and artifact that resembles the c-marker band of esheath lodged in patients access vessel, without the imagery capturing the thv deployment, the suggested root cause could not be confirmed. There is insufficient information provided to determine a root cause at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: h6 codes and h10 verbiage. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Although the commander delivery system was not returned for evaluation, the 14f esheath plus was returned and visually examined, and the following was observed: c marker was observed missing. Distal tip was observed circumferentially torn and missing. Imagery was provided for review. Imagery was provided by the site and the following was observed: artifact that resembles esheath c marker within patients access vessel. Visible stretching of the esheath tip. Artifact observed on distal end of the thv prior to inflation. During inflation, the distal end of balloon is observed constrained at the section of the artifact. With continued inflation, the balloon eventually achieved full inflation and valve was implanted successfully in target location.3mensio imagery provided from the site was evaluated, and the following was observed:tortuosity was present within the patients right access vessels. The calcification at transition (right femoral access to bifurcation) is minimal.the reported event was confirmed based on evaluation of the provided imagery.review of the provided imagery and returned sheath complaint revealed missing c marker and distal tip and were within the patient. Additionally, imaging of the video deployment reveal an object present at the distal end of the thv which resulted in the reported asymmetrical constrained inflation.while a review of the DHR, lot history, manufacturing mitigations, IFU and training manuals did not provide any indication that a manufacturing and or labeling nonconformance would have contributed to the complaint, investigation shows that the reported event may be related to device interactions resulting from a potential sheath distal tip torn. To further investigate and assess the potential risk associated with the issue, product risk assessment investigation and corrective action and preventative action investigation has been initiated.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported, during the deployment, the distal end of the valve nearest the nose cone was slow to expand. After more balloon pressure was applied the valve opened correctly and was secured to the annulus at a 80/20 depth. No patient injury mentioned.

Manufacturer narrative:
Investigation is ongoing device not returned h3 other text : device not returned.